Event description:
A customer observed an elevated vitros tsh result on one patient sample. A biased tsh result may lead to inappropriate physician action. The result was not reported and there was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: an ocd field engineer was dispatched to the site to investigate the performance of the analyzer. Investigation did not reveal any obvious malfunction, however, as a precaution, the fe installed updated software and replaced the well wash subsystem valves. Datalogger analysis could not identify a root cause. The cause of this event is unknown.